Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in three pieces. External insulation abrasion was noted at 1.3cm ¿ 1.4cm from the reference cut end of the portion. The cause of the abrasion and the identification of the lumen were unable to be identified due to the returned condition of the lead. Internal insulation abrasion breaching the re cable lumen was noted at 11.5cm ¿ 14.2cm from distal tip. All inner lumens were abraded in this region. The ptfe liner and cable coating were intact.

Event description:
This report is to advise of an event observed during analysis.